Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure and after switching from articulate straight reload and back to articulate for the second firing, the reload, when tested, didn't open and they needed to manually retract the knife. When the reload was put on tissue, articulated and tried to fire, it no longer fired. The surgeon was able to press the green button and squeeze the handle.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual examination of the loading unit noted that it was pre-fired and engaged in interlock with the jaws open. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Replication of the pre-fire condition with interlock engagement may occur if the instrument firing handle had been partially compressed and released after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the loading unit from firing a second time by ceasing the placement of staples and tissue transection, and prevent patient harm. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during bariatric procedure and after switching from articulate straight reload and back to articulate for the second firing, the reload, when tested, didn't open and they needed to manually retract the knife. When the reload was put on tissue, articulated and tried to fire, it no longer fired. The surgeon was able to press the green button and squeeze the handle.